Event description:
A homecare patient experienced respiratory distress on two separate occasions and required intervention. The first incident occurred with initial use of a 5.0 ped, pediatric tracheostomy tube. The second incident involved a 4.5 ped, pediatric tracheostomy tube which was in use approximately five (5) days when initial breathing difficulties and lung congestion were noted. Several days later, patient was in respiratory distress and required intervention. It was also reported that with the second event, patient was brought to hospital for treatment and evaluation by attending ent. Statement was made that the breathing problems may be due to the patient's weak lung muscles.